Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no non-conformities were identified that may have contributed to the reported complaint. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch where it was reported that the product was leaking before the filter. The quantity of the affected device was 2. The product was not reprocessed in any way. The device fails to function/defective. There was patient involvement, however, no harm reported. This report captures 2 occurrences.